Event description:
During prep, the wire would not fit through the catheter. The wire was removed and replaced with no contact with the patient. Clinical site notified mfg rep [manufacturer representative] directly and is coordinating return of product. Manufacturer response for guidewire, 0.014in x 200cm aristotle 14 guidewire, soft (per site reporter).